Event description:
It was reported that during infusion, the leakage was observed around the filter of the extension set. This issue poses a potential risk by creating a hazardous situation for the patient, including possible exposure to the drug. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
B3 ¿ the date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date.e1 - initial reporter phone- (B)(6).the lot history file was not reviewed and no nonconformities were identified. One used product was returned for evaluation. Upon visual inspection, there was no issues were observed with the device. A functional test was performed. During leak testing, the leak was observed from the inline filter air outlet. The reported issue was confirmed, the probable cause was determined to be a filter losing its hydrophobic properties.